Event description:
It is reported that surgeon attempted to insert a toddler blade plate with the infant/toddler inserter (332.352.311). Upon attempting to load the plate on the inserter, the set screw was stuck in place and the jaw would not open. Surgeon was finally able to open it, but the screw threads were damaged, making the instrument unusable. There was no other inserter available, so the surgeon then had to use a competitor's locking pediatric hip plate, (orthopediatrics), and completed the procedure. The procedure was delayed between 14 and 30 minutes due to the complaint. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.